Event description:
It was reported that prior to starting a da vinci si surgical procedure the schertel grasper instrument had a tear at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the main tube insulation exhibited damage along the distal end. The insulation was found with several gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a damaged section with tube insulation removed. The material was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.